Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: 2020. -h.6. Investigation summary one sample and multiple photos were provided to our quality team for investigation. Through visual inspection of the photo, no leakages could be identified. The product received was evaluated, damaged was observed on the luer threading of the injector as well as on the threading of the infusion set. Functional testing was performed, connecting the infusion set and injector to an infusion bag filled with colorant. The liquid passed through the infusion set and no leak between the injector and connection occurred. A device history review was performed for reported lot 1910103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Three retained sample of lot 1910103 were used for additional evaluation. The product was visually inspected, no damage was observed on any of the injectors or luer threading. Functional testing was performed, connecting the injector to a protector attached to a vial, and syringe per the instructions for use. In all cases, liquid was able to be drawn from the vial, and the product functioned as intended, no leakages were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for the reported lot and found to be within specification. Based on the damage observed it would appear the luer threading was forced during connection, damaging the luer, which could have contributed to the leakage reported. Given that we were not able to replicate the failure on the retuned sample and a device history review showed indication of the reported issue, a definitive root cause cannot be established at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that an injector luer lock n35j leaked. The following information was provided by the initial reporter: "when the terumo infusion set and injector n35j were attached and administered, the medicine and blood leaked from the connection part. Please check the connection part and the n35j connection part for defects.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The customer's address is unknown. (B)(6), USA has been used as a default.

Event description:
It was reported that an injector luer lock n35j leaked. The following information was provided by the initial reporter: "when the terumo infusion set and injector n35j were attached and administered, the medicine and blood leaked from the connection part. Please check the connection part and the n35j connection part for defects."